Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system were a map shift with no error message, no patient movement and no cardioversion issue occurred. Initially it was reported that during the procedure, a map shift occurred. No information on how the issue was resolved was provided. It was also reported that there was an issue with an ECG cable resulting in signal not being visible on the body surface v6 lead. The cable was used more than 100 times. Delay of 5 to 10 minutes reported. No information on how the issue was resolved was provided. There was no patient consequence reported. Attempts were made to obtain clarification to this complaint. However, with the information available, the map shift issue was assessed as not MDR reportable. The cable problem and the issue of the ECG signal loss on a single channel were also assessed as not MDR reportable issues. Additional information was provided on the event on july 24, 2020. The system did not provide any errors, the movement of the map was discovered because the catheters were outside the fast anatomical mapping (fam). The problem was seen during ablation. The approximate difference in catheter location before and after map shift was 1-2 cm. The physician did not perform cardioversion and the patient did not move. Per the additional information received stating that the map shift occurred with no error message, no patient movement and no cardioversion has been reassessed to MDR reportable. The awareness date is reset to july 24, 2020.

Manufacturer narrative:
The investigation was completed on 12/24/2020. It was reported that a patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system. It was reported that during the procedure, a map shift occurred. No information on how the issue was resolved was provided. The study data was requested by the device manufacturer to investigate the issue. However, the data arrived without the recordings. No additional data was received from the account. The biosense webster inc. Representative reported that the recording related to the case was not available. Investigation of the map shift issue was not possible. The biosense webster, inc. Field representative provided suggestions for the map shift have been sent to the account to avoid it in the following cases. However, the reported map shift issue reoccurred a few times after this complaint and were reported under manufacturer¿s reference number (B)(4) (2029046-2020-01507), manufacturer¿s reference number (B)(4) (assessed as MDR not reportable for catheter visualization), and manufacturer¿s reference number (B)(4) (2029046-2020-01604). In addition, the patient interface unit/location pad kit was replaced and sent to the device manufacturer for investigation and repair. The reported map shift issue was not confirmed. During the RMA process, additional defects were found: damaged pins in the patient interface unit connectors, damaged slot for the ECG card, defective mag tx card and damaged connector on the location pad cable. However, all the defects found were not related to the reported issue and could not cause a map shift. Furthermore, the same map shift issue was reported again after the patient interface unit/ location pad kit replacement (refer to manufacturer¿s reference number (B)(4) / 2029046-2020-01620 and manufacturer¿s reference number (B)(4) / 2029046-2020-01811 that confirms that the reported map shifts were not carto system related. It was found that the user mapped with the catheter at high alternating metal levels. These metal levels were near the designed warning threshold and the system did not alert the user about the metal distortion that could cause the map shift. The biosense webster, inc. Field representative confirmed that during 2 months after the last complaint (manufacturer¿s reference number (B)(4) / 2029046-2020-01811), the issue has not returned. The system is operational. It was also reported that there was an issue with an ECG cable resulting in signal not being visible on the body surface v6 lead. The cable was used more than 100 times. There was no patient consequence reported. Replacement body surface ECG cable was provided to the account. The issue resolved. The system is operational. A manufacturing record evaluation was performed for the carto 3 system s/n (B)(6), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 1/20/2021, corrections were noted to 3500a follow-up #1: h6. Investigation conclusions: should include ¿cause traced to environment¿. Therefore, have updated this field accordingly. H2. If follow-up, what type?: processed as ¿additional information¿ and should have been processed as ¿device evaluation¿ h3. Device evaluated by manufacturer? Should have been processed to ¿yes"